Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a mentor smooth round moderate profile 350cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure via self-examination. As a result, the patient underwent unilateral removal and replacement with a mentor smooth round moderate profile saline prosthesis on (B)(6) 2018.

Manufacturer narrative:
The device history record (DHR) was reviewed on 4/20/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 4/26/2018, mentor received the following information: the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 525cc saline prostheses on (B)(6) 2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a mentor smooth round moderate profile 350cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure via self-examination. The device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered a rent measuring approximately 0.1 cm within a crease on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).